Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9182218. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that the syringe 1ml 29g 12.7mm 10bag 500 EU experienced difficulty moving the plunger rod. The following information was provided by the initial reporter: we have received a complaint about the bd micro-fine + insulin syringe u100 1ml 29g yesterday used the new bd micro fine syringes. Problem that the plungers are jamming. Syringes with plunger first moved back and forth well. Filling the syringes is difficult and the syringe can only be emptied with enormous pressure on the plunger. Information from the customer: ref. 324827, lot 9182218.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 1ml 29g 12.7mm 10bag 500 EU experienced difficulty moving the plunger rod. The following information was provided by the initial reporter: we have received a complaint about the bd micro-fine + insulin syringe u100 1ml 29g yesterday used the new bd micro fine syringes. Problem that the plungers are jamming. Syringes with plunger first moved back and forth well. Filling the syringes is difficult and the syringe can only be emptied with enormous pressure on the plunger. Information from the customer: ref. 324827, lot 9182218.